Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements to values that were out of range. A review of data by boston scientific confirmed the gradual rise, the system is currently programmed as recommended, so no further changes were made at this time. The rv lead remains in service and no adverse patient effects were reported.